Manufacturer narrative:
Although it is unknown whether the product caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via social media that the patient had unspecified neck injury. Patient said that he wasn't that lucky and he had a butcher from surgery. No more information available right now.